Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found the ¿down¿ and contrast buttons intermittently responsive while the ¿up¿ and ok¿ buttons responded properly. No damage to the keypad cover was observed. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the button issue, the pump powered up to a dim and discolored verifying screen with the appropriate audio and vibration alerts. Little improvement was observed when the contrast was set to maximum setting.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the ¿down¿ arrow button was unresponsive. Patient reported that the button issue started last night. Patient denied that there was damage or moisture exposure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.